Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01659. It was reported a pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® access system and 24mm watchman ® laa closure device & delivery system were used. The access system was deep seated in the laa. When the delivery system was positioned into the laa, it was deployed. The physician then noticed a pericardial effusion and immediately released the closure device. The physician then performed a pericardiocentesis to remove the blood from inside the pericardial space. During the pericardiocentesis, the patient had a hemodynamic decrease and after three hours or reanimation treatment, the patient died. The cause of death was noted to be cardiac arrest.